Manufacturer narrative:
Associated MDR's for this event: 3025141-2016-00204: head; 3025141-2016-00206: stem.

Event description:
Following implantation of the arh slideloc radial head replacement, the head/neck assembly disassociated from the stem as some point post-operatively. The implants were explanted from the patient.